Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and confirmed in the event logs along with multiple fault code # 77 in which relate to the reported event. The fse attempted to calibrate the drive regulators but was unable to adjust the drive pressure above 300mmhg and determined the scroll compressor assembly was defective. To fix the issue, the fse replaced the scroll compressor assembly using screw kit, and performed a full pm. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) gave power up fault code #14 message. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.